Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on information received, surgical technique and experience with the device were the contributing factors. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro bypass stent system procedure, one (1) of the two (2) stents was observed in the ¿incision¿ (malpositioned) at day-one post-op examination. There was no patient injury, and the patient is doing well with a clear vision. The surgeon plans to monitor the patient. Additional information is being requested.

Event description:
Through follow-up the surgeon provided the following additional. Reportedly, the surgeon was able to visualize only one (1) stent postoperatively, and there was no patient impact. The patient most recent prognosis was improving.

Manufacturer narrative:
MFR# reference:(B)(4).